Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with missing display window/cover, broken belt clip rails, cracked case (battery tube), cracked case-corner of belt clip rails, and broken battery tube threads. Unit was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had crack on battery case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.